Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 12-apr-2021. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s20249.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded suspected discrepant false positive results on a patient. There was no patient information at the time of this report. (B)(6). Positive cut-off value for I-stat troponin test: 0.023 ug/l. Positive cut-off value for comparative instrument (if applicable): 23 ng/ml. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information received. There is no evidence the patient suffered an mi. The I-stat results are considered both negative results. However, based on the customers facility established cut-off of 0.023 ug/l for both I-stat and the alternate method, the I-stat result of 0.05 was determined to be positive. The investigation is underway. Per I-stat system manual: art: 714258-00t. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).